Event description:
The hcp reported the patient was experiencing symptoms, "became sick." The hcp was unable to provide specific symptoms. The catheter was determined to be fractured and medication was not being delivered to the intrathecal space. The patient was treated with supplemental oral medications. At the time of this report, the patient's symptoms were being controlled with the oral medications. The hcp does not plan to "do anything with the pump or catheter due to the patient's underlying medical condition of severe osteoporosis."